Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 door was broken and unable to stay closed. The customer reported that a malfunction caused a delay in issuing medication which made the user retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was not closed. A field service engineer (fse) found debris at the back of the drawer that was restricting its movement and cleared the debris. The drawer was then tested in diagnostics and with the customer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.